Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure "poor connection and poor image" was not confirmed. There was no problem found with the connection or image. In addition, the following reportable malfunctions were identified during the device evaluation: distal fiber breakage, minor scratches on distal edge, minor stains under light guide cover glass, and cracks on side of video connector. The most probable cause of the additional reportable malfunctions identified was caused traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that, the subject device had poor connection and poor image. The issue was identified during a therapeutic laparoscopic hernia repair procedure. Procedure was completed using a similar device there were no reports of patient harm.

Event description:
It was reported that, the subject device had poor connection and poor image. The issue was identified during a therapeutic laparoscopic hernia repair procedure. Procedure was completed using a similar device there were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.